Manufacturer narrative:
A clear root cause for this event has not been determined.

Event description:
A customer reported to beckman coulter inc., (bci) that samples gave higher than expected results using the dsl igf-bp3 methodology. The results are discordant to the normal values described in the kit insert and igf-1 status. The results were reported outside of the lab. Patients underwent further diagnostic testing.